Manufacturer narrative:
Customer reported to the FDA is unknown. No information has been provided to date. Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported per customer form: 5-fu pump was ordered on 6/28/2022, 8640mg (172.8ml), qs?d with 77.2ml ns to a total volume of 250ml. Pump was set at a rate of 2.6ml/hour for 96 hours. Patient was seen at office on (B)(6) 2022 for pump dc. It was noted that the pump showed that 248.2ml was given but reservoir bag still looked half full. The pump and bag were sent back to office where the remainder of the contents were withdrawn. There was 141ml left in the bag (4873mg), so only a total of 109ml (3767mg) was actually given. This information has been given to the provider. Patient was receiving fluourouracil and ns. I have set the pump aside to be returned to facility as defective. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: event date: (B)(6) 2022; patient details updated in complaint; no patient harm was reported; the patient was administered a supplemental dose to make up for medication lost due to pump malfunction; the event was resolved. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: device expiration date: 14-mar-2027 h4: correction: device manufacturing date: 09-apr-2022

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no sample was received for evaluation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.